Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. During preparation of transseptal puncture, air was noted in the sheath. The procedure was completed using same device and no patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.